Event description:
On (B)(6) 2026, a patient (pt) in japan reported a history of uveitis (affected eye unknown) while wearing an unknown acuvue brand contact lens (cl) and had discontinued cl use at that time. The pt received pupil-dilating eye drops (brand and frequency of use unknown) and visited an ophthalmologist for ¿several months¿ (date not provided). The pt reported that the ophthalmologist ¿later advised that cl use is acceptable.¿ no additional information was provided and no contact information for the pt was made available. No additional medical information is expected. This uveitis event is being reported as the pt¿s diagnosis and treatment could not be obtained from the pt's treating eye care professional (ecp) and is unconfirmed. The date of the pt¿s event is being reported as 01apr2026, as the exact event date is unknown. It is unknown what acuvue brand cl was worn at the time of the event. The affected eye is unknown. The suspect lot number is unknown. Availability of the suspect cl is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.